Event description:
It was reported the patient's blood glucose level rose to 296 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent.